Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported the system displayed a regulator error and would not produce x-rays. No patient injury was reported.